Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased and high thresholds, small r-waves, oversensing causing a high number of short v-v counts, and impedance measurements decreased since implant. The rv lead was reprogrammed and remains in use. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and decreased impedance measurements. The ra lead remains in use. The device was reprogrammed to have the rate response turned off due to the patient experiencing palpitations. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.